Event description:
The manufacturer field service technician reported that the device had paint chips missing from the color band while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Corrected information: d9, h3 device not returned, visually confirmed by company rep at the user facility. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
No new information.